Event description:
Surgical procedure was completed, and the team removed the drapes. The fellow brought the bed into the room and began to remove the hand table. As she tried to pull the plexiglas out from under the pt. The bed moved. We realized the bed was unlocked for the entire procedure, yet the bed remote showed "locked." No other issues have been report that have had a similar problem. Manufacturer response for stille vascular bed, (brand not provided); (per site reporter). The stille engineer came on site on monday [date redacted] to repair the stille vascular table but was unable to fix the table. The issue pointed to a bad hydraulic module and recommended to replace it. The estimate for replacing hydraulic module is (B)(4).

Event description:
Surgical procedure was completed, and the team removed the drapes. The fellow brought the bed into the room and began to remove the hand table. As she tried to pull the plexiglas out from under the pt. The bed moved. We realized the bed was unlocked for the entire procedure, yet the bed remote showed "locked." Manufacturer response for stille vascular bed, (brand not provided) (per site reporter). The stille engineer came on site on monday [date redacted] to repair the stille vascular table but was unable to fix the table. The issue pointed to a bad hydraulic module and recommended to replace it. The estimate for replacing hydraulic module is $13,995.60.